Event description:
Additional information received from a consumer indicated they were calling regarding the follow-up letter they had received. The patient said they had purchased an 8840 programmer and wanted assistance locating the error codes. They wanted to verify the out of range setting and find out if there was a problem with the ins or if it was operator error. It was stated their therapy had decreased since reprogramming in (B)(6) 2019, and they were told they were stuck with 50% reduction in therapy until the lead could be resolved. They lost confidence in their clinician for programming and that stated they knew other patients that had the same outcome with the clinician. An email was sent to the local manufacturing representatives (rep).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that when they go in for programming two of the electrodes are showing errors. However, the programming clinician didn't know what the errors mean. They were not using two of the four electrodes which meant his therapy was compromised. They had stopped using the first of the electrodes about 6 months ago. Then in the most recent visit in (B)(6) 2019, a second electrode was showing errors and they couldn't use it. So they said they were going to turn off the electrode. Technical services said the error referred to was the impedance. The patient was instructed to follow-up for the impedance values on the two electrodes not being used. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.